Event description:
It was reported that during use in a procedure at the user facility, the device had inconsistent energy output, a condition which may pose the risk of insufficient coagulation and increased bleeding. The procedure was completed successfully. There was no medical intervention and no adverse consequences reported with this event.

Event description:
It was reported that during use in a procedure at the user facility, the device had inconsistent energy output, a condition which may pose the risk of insufficient coagulation and increased bleeding. The procedure was completed successfully. There was no medical intervention and no adverse consequences reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.